Manufacturer narrative:
This product is not manufactured or marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens in patient's right eye (od) on (B)(6) 2013. The lens rotated about the axis at 84 degrees. The lens remains implanted.

Manufacturer narrative:
The lens was explanted. Device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found no visible damage to the lens and clear residue on the lens surface. (B)(4). Device manufacture date is corrected to 04/03/2013 from 03/27/2013. (B)(4).

Manufacturer narrative:
Additional data: the reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -17/+3.5/90 diopter, in the patient's right eye (od) on (B)(6) 2013. The lens rotated about the axis at 84 degrees. Lens repositioning was performed on (B)(6) 2016. The lens remains implanted. Work order search: no similar complaints were reported for units within the same lot. Corrected data: (B)(4)- previous code not applicable. Lens repositioning. (B)(4).